Event description:
Ous MDR. This device was at eos after the patient got an MRI without the device being programmed for it. The device remains implanted at this time. This was all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data from the (B)(6) 2016 have been analyzed. The analysis revealed that the device activated the eos status on the (B)(6) 2016 at 17:26 as a result of an MRI scan without previous activation of the MRI mode in the ICD. The returned data correspond to the time before any device reset was performed. Therefore it is not possible to make any statement regarding the current device condition. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the activation of the eos status resulted from an MRI scan without activation of the MRI mode in the ICD, as mentioned in the complaint description. Based on the available information no conclusions can be drawn regarding the current device status. Should additional relevant information become available, this investigation will be updated.